Event description:
During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the air in line, it was revealed that the home patient (hp) is doing fine and continuing therapy. The nurse stated that the supplies were discarded and the lot number was unknown. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. The nurse did not have any further information

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the ldva was caused by the air in the patient line. The cause of the air in line was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the low drain volume alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4).per customer, the samples were not available.a follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. During troubleshooting, the nurse revealed that there were some very large air bubbles in the patient line. The technical service representative (tsr) assisted that nurse through ending therapy early procedure and advised to start over with new supplies. The nurse understood explanation, ended therapy and would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.